Event description:
The event is reported as: complaint reported as the following: when attaching the adaptor to the oxygen tap, it doesn't make great contact even though it is screwed on tight. There is no oxygen getting through, it is escaping at the collar of the nebulizer. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.